Event description:
It was reported per stewart et al, "trochanteric fixation with a third-generation cable-plate system: an independent experience", that a medical intervention was required due to hip arthroplasty.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the failures, of the 10 cable-plate systems were; 6 due to broken wires and 4 from cable slipping from clamp. Of these the associated activities and compliance of the patients were not reported. It was also suspected in the paper that the patients ages were an average 10 years older than a paper by patel (s. Patel, j.a. Soler, m. El-husseiny, d.j. Pegg, j.d. Witt, f.s. Haddadtrochanteric fixation using a third-generation cable device-minimum follow-up of 3 years) which did not show any cable-plate failures and this could indicate bone quality played a role. The root causes, of 6 failures are likely associated with non-union reported present from 4.8-36.6 months. The other 4 failures were not associated with non-union but 3 were still removed and the root cause of the failure cannot be concluded from the information provided in the publication. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.